Manufacturer narrative:
Attempts are being made to obtain the return device for complaint investigation, however, it has not yet been received. The entire complaint investigation is pending at this time.

Event description:
The event involved is an unspecified set extension dual lumen where the customer reported that, noradrenaline dripping from second lumen despite being capped off. The status of the product at the time of the event was during infusion. There was patient involvement and unknown patient harm.

Manufacturer narrative:
D9 - device available for evaluation: no. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.